Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time."

Event description:
It was reported that a connector c35-o separated from the mating component during use. The following was reported by the initial reporter: "it was reported v tubing with optima connector/injector with blue clamp intact became disconnected from the patient's pac. Bd 090 "o IV tubing with optima connector/injector with blue clamp intact became disconnected from the patient's pac." 515070 and 515052 disconnected with 515085 attached. No samples or lot numbers given"